Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted. Healthcare professional noted, "purulent fluid found around deflated implant culture taken".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. Seroma-late: unable to observe, since it is not related to the device. Infection: unable to observe, since it is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Physician reported, right side deflation. Device explanted. Physician later reported, 'purulent fluid found around deflated implant. Culture taken".

Event description:
Healthcare professional later reported purulent fluid found around deflated implant, culture taken." Right-side infection which was treated with antibiotics for six weeks after having explant removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "unspecified infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.